Event description:
Affiliate reported that the icp sensor showed an abnormal icp measurement. The monitor read 260mmhg or 270mmhg. The doctor changed the icp express bpx, but same event occurred. Another product was used for this patient. There was no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.